Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the representative was at the hospital to conduct arctic sun training and checked over their devices. One arctic sun device was completely empty of water, which was very unusual. Representative refilled the device and then used it for training, so that they could check it. During training, representative noticed that it was failing to pump water around the pads, and whilst that the flow rate was too low, the device didn't alarm. Representative stated that might had created a situation where the device was put onto a patient and the nurse would be unaware that it wasn't working properly until several hours later, causing potential harm to a patient by not actually receiving the therapy. Per follow up information received on 07feb2022, the device did show low flow but not no flow, even though no water was moving between the device and the pads. When they looked at the pads during training, they could see and feel that no water was flowing through from the device, even though they were running for 10 minutes approximately. Representative stated that the troubleshooting did not resolve the issue, so they checked the pads on a different device, and they were working as expected. There was no alarm on either the screen or from the device, which is why the representative removed it from the ward, so that no one could use it by accident and not be aware. Per follow up information received on 10feb2022, biomed troubleshooted the device to see if they could resolve the issue by checking the water level, ensuring all fluid delivery lines were straight and unkinked and also checked whether the training pads being used were attached properly. A second device was also used to see if the pads were an issue, however, they weren¿t, and worked perfectly with the second device. So, the biomed turned the first device off and on again. None of which resolved the issue at all. No water was visibly moving around the pads and the temperature of the pads remained ambient, even though the device water temperature had reduced to 10 degrees, biomed had the high patient temperature training aid plugged into the temperature cable.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that the representative was at the hospital to conduct arctic sun training and checked over their devices. One arctic sun device was completely empty of water, which was very unusual. Representative refilled the device and then used it for training, so that they could check it. During training, representative noticed that it was failing to pump water around the pads, and whilst that the flow rate was too low, the device didn't alarm. Representative stated that might had created a situation where the device was put onto a patient and the nurse would be unaware that it wasn't working properly until several hours later, causing potential harm to a patient by not actually receiving the therapy. Per follow up information received on 07feb2022, the device did show low flow but not no flow, even though no water was moving between the device and the pads. When they looked at the pads during training, they could see and feel that no water was flowing through from the device, even though they were running for 10 minutes approximately. Representative stated that the troubleshooting did not resolve the issue, so they checked the pads on a different device, and they were working as expected. There was no alarm on either the screen or from the device, which is why the representative removed it from the ward, so that no one could use it by accident and not be aware. Per follow up information received on 10feb2022, biomed troubleshooted the device to see if they could resolve the issue by checking the water level, ensuring all fluid delivery lines were straight and unkinked and also checked whether the training pads being used were attached properly. A second device was also used to see if the pads were an issue, however, they weren¿t, and worked perfectly with the second device. So, the biomed turned the first device off and on again. None of which resolved the issue at all. No water was visibly moving around the pads and the temperature of the pads remained ambient, even though the device water temperature had reduced to 10 degrees, biomed had the high patient temperature training aid plugged into the temperature cable.